Event description:
Fifty-nine-yr-old male admitted on 10/12/96 for nausea and dehydration was taken to the or on 10/15/96 for gastrojejunostomy, secondary to perforated duodenal ulcer. On 11/1/96 pt was found unresponsive in ICU. ECG monitor leads were off pt, and there was no pulse and no respiration. Pt was resuscitated per acls protocol. Pt expired 11/5/96.